Manufacturer narrative:
This is a final report.

Event description:
Per the returned paperwork, the patient's device was explanted in 2008, due to the breakdown of the skin flap. Implant surgery in the contralateral ear is planned but had not been scheduled at the time of this report, december 16, 2008.